Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a gradual burning sensation in their right hip and right leg since the other night. The patient stated the stimulation was too high so they decreased it and they felt relief from the uncomfortable stimulation. The patient reported they had a fall about a week ago that could be related to the issue. The patient was advised to contact their healthcare provider about the fall and burning sensation they felt with stimulation. No further complications were reported.